Event description:
It was reported that a user experienced recurrent low blood glucose after starting ilet the same day they had administered a long-acting insulin injection; the user treated with oral carbohydrates throughout the day and glucose repeatedly rebounded to the 70s before declining again. Symptoms included hypoglycemia with a nadir of 54 mg/dl. Outcomes included an urgent low glucose event requiring oral glucose intake and real-time troubleshooting, without hospitalization. Investigation included customer interview and troubleshooting with education regarding overlapping basal insulin sources. Investigation of this case revealed that concurrent long-acting insulin plus active pump delivery likely contributed to persistent hypoglycemia; the user was advised to disconnect the pump until the long-acting insulin effect resolved and then reconnect, and to call back if glucose rose excessively for reassessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with insulin stacking due to recent long-acting insulin use overlapping with pump therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.